Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to breakage of the auxiliary water channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation found foreign material coming out due to a blocked auxiliary water channel, water proof failure and water transport not available due to a broken jet tube, the upward/downward angulation control knob tension was not up to standard due to a worn angle wire, the light guide bundle was abnormal, water flow was weak due to a deformed nozzle, the bending section cover adhesive had dropped, the suction cylinder was scrapped, and switch 1 was cut off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material coming out due to a blocked auxiliary water channel. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.